Manufacturer narrative:
Incident summary: on 04/10/2024 biomedical engineer (bme) at the hospital reported that this cns was boot looping, shutting off and back on by itself. Bme had powered the cns and back on again and swapped hard drives, issue still occurs. No patient harm reported. Bme requested a repair with a loaner. Root cause investigation: nk received the complaint device on 05/06/2024. The unit was evaluated on 05/10/2024 and the complaint was duplicated. Both of the hard drives were replaced to repair the device. The unit was returned to the customer on 05/13/2024. The cause of the issue was hard drive failure, possibly due to electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number does not show recurrence or other similar complaints. B4: date of this report, d9: is the device available for evaluation?, g3: date received by manufacturer?, g6: type of report, h2: if follow-up, what type?, h3: device evaluated by manufacturer, h6: adverse event problem codes, h11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is boot looping, he has powered it off and back on again, swapped the hard drives, but issue still occurs. There was patient involvement but no patient injury or harm was reported. Biomed requested to send it in for a repair. Nihon kohden technical support provided the biomed with a return authorization number to return the device to nk.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is boot looping, he has powered it off and back on again, swapped the hard drives, but issue still occurs. There was patient involvement but no patient injury or harm was reported. Biomed requested to send it in for a repair. Nihon kohden technical support provided the biomed with a return authorization number to return the device to nk. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is boot looping, he has powered it off and back on again, swapped the hard drives, but issue still occurs. There was patient involvement but no patient injury or harm was reported. Biomed requested to send it in for a repair. Nihon kohden technical support provided the biomed with a return authorization number to return the device to nk.